Manufacturer narrative:
(B)(4). Batch # p94f5w. Investigation summary : the device received was returned with the tissue pad with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. There were no noise issues heard at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled, it was found that there was a cracked internal component; the y-link. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, force of the hemostasis became weaker, especially the tip of the blade. Then "shoo" sound was heard after one-hour of usage of the device and the tissue pad was not worn off. The hemostasis was performed with the soft coagulation, the amount of bleeding was unknown, and no blood transfusion was performed. The activation level was ¿3¿ and the device was used on the blood vessels. The blade tip was not broken off and no pieces fell into the patient and a gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.